Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself during use. There was patient involvement associated with the reported event. The patient was hospitalized following the event due to shortness of breath and hypoxia. The reporter, a registered respiratory therapist (rrt), advised ventec that the patient's hospitalization was due to "unrelated issues". The rrt advised that there was no harm to the patient as a result of the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off by itself was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.